Event description:
Plaintiff was employed as a registered nurse and wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges suffering from hand dermatitis, runny and puffy eyes, and runny nose. Plaintiff alleges he developed a latex allergy.